Event description:
It was reported that the patient went to the emergency room complaining of a tingling sensation near the device and up the patient's neck. The patient also thought that a shock had been received. The dual egm (electrogram) issue was also noted. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: icf09b45 implantable pacing lead, (B)(6) 2003. (B)(4).